Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access sheath (was). The device was bloody as received. The hub, shaft, and tip were examined. The tip was damaged with evidence of anchor damage during recapture and inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the was is consistent with damage caused by the implant during recapture. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 13apr2018. A left atrial appendage (laa) closure procedure was being performed. The 33mm watchman® laa closure device & delivery system was used with a watchman® access system. The closure device was deployed, however, the depth was not enough and the protrusion was too large. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed inner liner delamination.